Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 39-year-old female patient who had essure (batch no. 846616- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain, headache, shoulder pain, iron deficiency, blood in urine, bladder disorder, malaise, hematuria, postnasal drip, ear pain, sinus pressure, sore throat, cough, dyspnea, abdominal pain, diarrhea, constipation, urinary retention, cold intolerance, memory impairment, joint swelling, tendency to bruise easily, seasonal allergy, muscle pain, allergic rhinitis, eye disorder, back pain, nausea, dyspnea, hematuria, edema, sore throat, hot flashes, neck stiffness, myalgia, pain in hip, nail disorder, temporomandibular joint disorder, edema, superficial injury of cornea, malaise, joint instability, joint tenderness, limping, wrist pain, numbness, early morning stiffness, paresthesia, weakness, weight loss, mobility decreased, joint instability, joint tenderness and vitamin d deficiency. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and nortriptyline. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue / chronic fatigue"), restless legs syndrome ("neurological conditions or problems type: restless leg syndrome"), pollakiuria ("bladder or urinary problems or changes: increased urine frequency"), bladder spasm ("bladder or urinary problems or changes: bladder spasms"), bladder pain ("bladder or urinary problems or changes: bladder pain") and amnesia ("other injury(ies) or complication please describe: memory loss"). In 2012, the patient experienced breast cyst ("reproductive system disorder or condition type of disorder or condition: breast cysts"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), arthralgia ("joint pain"), alopecia ("hair loss") and vitamin d deficiency ("other injury(ies) or complication please describe: vitamin d deficiency"). In 2016, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). On (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), 7 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced endometriosis ("other injury(ies) or complication please describe: endometriosis"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti's,"), rash ("rashes or skin conditions type: chronic rashes"), urticaria ("rashes or skin conditions type: hives") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with antibiotics, bacopa monnieri;centella asiatica;docosahexaenoic acid;ginkgo biloba (holistic way ginkgo dha), duloxetine hydrochloride (cymbalta), ibuprofen, phenazopyridine, pramipexole, vitamin d nos (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, fibromyalgia, irritable bowel syndrome, fatigue, restless legs syndrome, pollakiuria, bladder spasm, bladder pain, breast cyst, ovarian cyst, arthralgia, alopecia, bacterial vaginosis, endometriosis, amnesia, vitamin d deficiency, urinary tract infection, urticaria and dyspareunia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and rash had resolved and the migraine was resolving. The reporter considered alopecia, amnesia, arthralgia, bacterial vaginosis, bladder pain, bladder spasm, breast cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, rash, restless legs syndrome, rheumatoid arthritis, urinary tract infection, urticaria, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, dysmenorrhoea, urinary tract infection, arthralgia, irritable bowel syndrome, restless legs syndrome, pollakiuria, fibromyalgia, rheumatoid arthritis, ovarian cyst, rash, pelvic pain. Most recent follow-up information incorporated above includes: on 14-aug-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 39-year-old female patient who had essure (batch no. 846616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain, headache, shoulder pain, iron deficiency, blood in urine, bladder disorder, malaise, hematuria, postnasal drip, ear pain, sinus pressure, sore throat, cough, dyspnea, abdominal pain, diarrhea, constipation, urinary retention, cold intolerance, memory impairment, joint swelling, tendency to bruise easily, seasonal allergy, muscle pain, allergic rhinitis, eye disorder, back pain, nausea, dyspnea, hematuria, edema, sore throat, hot flashes, neck stiffness, myalgia, pain in hip, nail disorder, temporomandibular joint disorder, edema, superficial injury of cornea, malaise, joint instability, joint tenderness, limping, wrist pain, numbness, early morning stiffness, paresthesia, weakness, weight loss, mobility decreased, joint instability, joint tenderness and vitamin d deficiency. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) and nortriptyline. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced chronic fatigue syndrome ("fatigue / chronic fatigue"), restless legs syndrome ("neurological conditions or problems type: restless leg syndrome"), pollakiuria ("bladder or urinary problems or changes: increased urine frequency"), bladder spasm ("bladder or urinary problems or changes: bladder spasms"), bladder pain ("bladder or urinary problems or changes: bladder pain") and amnesia ("other injury(ies) or complication please describe: memory loss"). In 2012, the patient experienced breast cyst ("reproductive system disorder or condition type of disorder or condition: breast cysts"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), arthralgia ("joint pain"), alopecia ("hair loss") and vitamin d deficiency ("other injury(ies) or complication please describe: vitamin d deficiency"). In 2016, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). On (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), 7 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced endometriosis ("other injury(ies) or complication please describe: endometriosis"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti's,"), rash ("rashes or skin conditions type: chronic rashes"), urticaria ("rashes or skin conditions type: hives") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with antibiotics, bacopa monnieri; centella asiatica;docosahexaenoic acid;ginkgo biloba (holistic way ginkgo dha), duloxetine hydrochloride (cymbalta), ibuprofen, phenazopyridine, pramipexole, vitamin d nos (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, fibromyalgia, irritable bowel syndrome, chronic fatigue syndrome, restless legs syndrome, pollakiuria, bladder spasm, bladder pain, breast cyst, ovarian cyst, arthralgia, alopecia, bacterial vaginosis, endometriosis, amnesia, vitamin d deficiency, urinary tract infection, urticaria and dyspareunia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and rash had resolved and the migraine was resolving. The reporter considered alopecia, amnesia, arthralgia, bacterial vaginosis, bladder pain, bladder spasm, breast cyst, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, rash, restless legs syndrome, rheumatoid arthritis, urinary tract infection, urticaria, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, dysmenorrhoea, urinary tract infection, arthralgia, irritable bowel syndrome, restless legs syndrome, pollakiuria, fibromyalgia, rheumatoid arthritis, ovarian cyst, rash, pelvic pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pain, abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: rheumatoid arthritis, fibromyalgia, gastrointestinal or digestive system condition type: irritable bowel syndrome, fatigue, neurological conditions or problems type: restless leg syndrome, bladder or urinary problems or changes: increased urine frequency, bladder spasms, bladder pain, reproductive system disorder or condition type of disorder or condition: breast cysts, ovarian cysts, dysmenorrhea (cramping), hair loss, infection (other) describe: bacterial vaginosis, migraines / headaches, other injury(ies) or complication please describe: endometriosis, memory loss, vitamin d deficiency, infection (bladder/ urinary tract/vaginal) type: chronic uti's, rashes or skin conditions type: chronic rashes and hives, dyspareunia (painful sexual intercourse). Reporter information, aka name, concomitant drug, lab data, treatment drug were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.